Event description:
It was reported that this implantable device exhibited high out-of-range pacing impedance measurements. Six months ago, this device reached an elective replacement indicator (eri). The patient is not dependent. Additionally, intermittently signals oversensed and undersensed were observed on the right atrial (ra) lead. An interrogation was tried performed, however, this device was unable to be interrogated. Troubleshooting efforts were performed. It was determined that the right ventricular (rv) lead exhibited high impedance measurements and the ra lead exhibited high out-of-range pacing impedance measurements. Loss of capture was also seen on the ra channel. Leads replacement was recommended. No adverse patient effects were reported.